Event description:
It was reported that prior to a balloon treatment procedure, the sterile pouch was not sealed. While unpacking the device, it was noted that the seal of the sterile pouch was not intact. The device was not used and the procedure was completed with another of the same device. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a balloon treatment procedure, the sterile pouch was not sealed. While unpacking the device, it was noted that the seal of the sterile pouch was not intact. The device was not used and the procedure was completed with another of the same device. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - received product consisted of a nc quantum apex balloon catheter inside a carrier tube, partially unsealed product pouch and opened product carton. There was evidence of heat transfer on the product pouch. This evidence is conclusive that the pouch was sealed at one point. The reportedly compromised packaging seal was confirmed; however, there is no evidence that this was attributable to the manufacturing process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).